Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon pinhole occurred. During preparation of a 5.0 x 40, 75cm mustang¿ balloon catheter, it was noted that the air was leaking and the balloon seemed to have a hole somewhere. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination of the balloon found no tears or holes in the balloon material. The device was attached to an encore inflation unit and the balloon inflated to its rated burst pressure with no leaks noted. A visual examination of the returned device found that the shaft was kinked at 46.6cm distal to the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4.

Event description:
It was reported that balloon pinhole occurred. During preparation of a 5.0 x 40, 75cm mustang¿ balloon catheter, it was noted that the air was leaking and the balloon seemed to have a hole somewhere. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.